Manufacturer narrative:
Concomitant medical product: 694765 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited unstable thresholds, intermittent noise, and decrease sensing. Reprogramming was performed. The lead remains in use. No patient complications have been reported as a result of this event.